Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker underwent a magnetic resonance imaging (MRI) scan. The device was programmed to MRI protection mode at doo 90 and it was noted the patient was in atrial flutter at the time. The health care professional (hcp) called back to technical services and reported the patient was pulled from the MRI machine and looked like they were going to have or did have a seizure. The patient had turned yellow and was gagging. The patient's blood pressure had also dropped. MRI protection mode was exited and the patient was sent to the emergency room (ER). Technical services did not review the device following the MRI scan and noted the hcp in the ER could call back or have a local sales representative paged if they wanted to evaluate the pacemaker. The local sales representative later reported that their team was not contacted to check this device, and no further calls were received by technical services. No further information was provided. The device remains implanted and in service.